Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the tct75 instrument would not advance or fire. Another instrument was used to complete the case. There was no consequence to the pt.